Event description:
Patient is a former leukemia pt. With a slight build. They are currently employed as a forklift driver. It is not known how they specifically gets on/off forklift (i.e. Jumping). Patient is also reported to have a very low potassium level indicative of heavy drinking, although they admit to only 3 vodka tonics a day. The patient states it broke 3 days ago as htey stepped off of their forklift. Surgeon thinks it has been longer due to the condition of surrounding tissue-slight appearance of osteolysis around stem. Did not find any pieces of broken ceramic in wound. Broken part of ceramic was superior-inferior. Cup was a little vertical. Patient had a substantial fall 6 months ago off of a deck (3 steps high) and landed directly on the hip. This event was reported by patient's family member as they were too inebriated to remember the event. However they reported their hip being sore several days after the fall. They did not come in for follow-up after the fall."